Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had snowflakes during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an incompatible scope (e315) image error and protein crystallization on the bending rubber. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, protein crystallization on the bending rubber could not be established. The image issue displaying incompatible scope error (e315) is traced to a component failure and resolved after drying, following which the image returned to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.